Event description:
Alert called due to flames coming from the continuous pulse oximeter. The area was contained and the device quarantined post-event. No patient harm. Patient moved to another room due to smoke smell. Fire department did respond.